Event description:
It was reported that pump experienced malfunction alarm with code malf 1 that recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to open mobile app to upload logs, and was guided to reset pump. Technical support arranged replacement pump.